Manufacturer narrative:
(B)(4). Device evaluated by manufacturer - visual inspection revealed a small bump in tubing between rings 1 & 2. Dried body fluid under ring 2 & 3 proximal and distal seals. Dried body fluid also found on handle, main body, distal end and inside the luer fitting/tubing. Dried saline found on distal tip, irrigation holes and surrounding the connector at the end of the handle. Electrical continuity checks revealed no electrical shorts, as checked manually using a multi-meter and breakout box. The thermocouple was electrically open in straight, right curve and left curve. All electrodes and sensor resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. Connected device to a maestro 4000 to measure tip temperature. During 5 minutes at room temperature (21.6c), the maestro displayed ¿finding catheter¿ lo °c¿. X-ray found dried fluid inside of the distal end. The distal end was dissected. Trace amounts of body fluid was found under rings 2 & 3. The tubing cavity contains small amounts of clear liquid and clear dried particles. The thermocouple wires were dissected at 40mm from the end of the distal tip. Resistance measurement through the thermocouple tip was normal at 6.2 o. Resistance through tc+ wire back to the handle was 5.8 o, whereas tc- wire back to the handle measured open o. The handle was dissected. Dried and liquid saline was found on the surface of the flex pcb and on the solder joints to the connector. Body fluid found inside the luer tubing at the lumen junction. Dried body fluid found at the opening of the main body tubing and on the guide coil at the distal end of the handle. A puddle of dried mixed fluids was found inside the top handle half at the distal end. Resistance for tc+ between the breakout box and the solder pad on the flex pcb was normal at 1.0 o, whereas tc- was intermittent o. Both tc wires were extracted from the main body. Multiple breaks due to corrosion were found in the tc- wire approximately 125cm from the end of the distal tip. X-ray confirmed wire breaks were due to corrosion. The device was connected to a metriq pump to look for leaks. During two minutes at 30ml/minute flow rate (ablation rate), no leaks were found throughout the entire device, while manipulating the tubing and handle in all directions. The main body tubing at the distal end of the handle was dissected to see how far distally the body fluid had traveled. The heaviest concentration of body fluid was at the edge and then dissipated within a couple centimeters inside the tubing. The butt bond region was also dissected and no irregularities were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is design specification as the device problem was traced back to the design specifications. (B)(4).

Event description:
Reportable based on analysis completed on 09-nov-2018. It was reported that during an ablation procedure with an intellanav oi noise was observed on the distal bipoles. The catheter was exchanged and the procedure was completed even though noise was still present. No patient complications were reported and the patient status is fine. However; returned device analysis revealed fluid ingress.